Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) caused by diminishing r waves on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.